Event description:
A customer reported that their tandem mobi pump unexpectedly shut down and would not turn on. Technical support instructed the customer to place the pump on a charging pad and hold the pump button, which eventually restarted the device. Once the pump turned on, educational support was provided regarding resetting the pump settings such as insulin on board and max hourly bolus, and restarting cgm sessions. There was no adverse impact to customer¿s blood glucose level.